Manufacturer narrative:
(B) (4): physio-control evaluated the device and verified the reported failure. The cause of the reported problem was determined to be due to a failure of the system pcb to interface pcb cable assembly. The system pcb to interface pcb cable assembly was replaced, and then proper device operation was confirmed during functional and performance testing. The device was subsequently returned to the customer. The customer retained the removed assembly; therefore, further investigation cannot be performed.

Event description:
It was reported that when the device is powered on, it comes up to the service pass code screen; however, when the customer attempts to enter a pass code, it will only allow digits 0 or 1. After the device was cycled power, it only allowed digits 0 or 9. There was no known pt use associated with the reported failure.